Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Stomach pains [abdominal pain upper]. Discharge - vagina [vaginal discharge]. Tampon came off inside [foreign body in reproductive tract.] Piece of tampon layer came out [complication of device removal]. Case narrative: consumer reported via email that one of the tampons came off inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Stomach pains [abdominal pain upper]. Discharge - vagina [vaginal discharge]. Tampon came off inside [foreign body in reproductive tract]. Piece of tampon layer came out [complication of device removal]. Case narrative: consumer reported via email that one of the tampons came off inside of her. No serious injury was reported.

Manufacturer narrative:
An investigation is in progress for returned product received on december 8, 2022.

Event description:
Stomach pains [abdominal pain upper] . Discharge - vagina [vaginal discharge] . Tampon came off inside [foreign body in reproductive tract] . Piece of tampon layer came out [complication of device removal] . Case narrative: consumer reported via email that one of the tampons came off inside of her. No serious injury was reported.